Manufacturer narrative:
The reported difficult positioning could not be replicated in a testing environment during the returned device analysis as it was related to patient/procedural conditions. The reported broken gripper line and single gripper actuation issue were confirmed during the returned device analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult positioning failure was due to challenging anatomy (flail, torn chords). The broken gripper line was submitted for scanning electron microscope lab (sem) analysis to investigate the failure mode of the break. The results indicated that the gripper line appeared to have fractured in tension producing ductile rupture. Based on the information reviewed, the reported single gripper actuation issue was a cascading effect of the reported broken gripper line. The reported broken gripper line appears to be related to procedural conditions and/or user technique during the troubleshooting maneuvers to free the gripper from the chord. The reported cerebrovascular accident (stroke) is related to patient condition. The hospitalization was a result of case specific circumstances as the patient experienced a stroke and was hospitalized for further treatment. Cerebrovascular accident is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation, detached gripper arm and possible stroke. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. The second clip the anterior gripper became detached from the anterior clip. The clip was placed lateral to the first clip and during getting the clip arms lined up the anterior gripper arm became attached to a chord, because there was a big flail where there were a lot of chords moving around. The physician did a posterior guide torque and jiggled a little to get detached and the clip became free. Then, it was noticed that when the grippers were raised and lowered, the anterior gripper arm would not raise. Multiple attempts were made but the anterior gripper never raised. The clip was locked and unlocked but this didn't help. Therefore, the clip was closed and removed. Outside of the steerable guide catheter, it was noted that the anterior gripper line was broken and no longer attached to the clip. A new cds was used to complete the procedure. Two clips implanted, reducing mr to 2. On (B)(6) 2021, the patient had a possible stroke as there was a dropping on the patient¿s right arm. The doctors are still trying to decide the final diagnosis. The patient is still in the hospital. No additional information was provided.